Manufacturer narrative:
The reported event could be confirmed, since the device was received worn out as reported. The device inspection revealed the following: the device is heavily worn out. Numerous marks of wear can be seen on the shaft. The head of the screw is broken, some of the fragments were returned. The breakage may give indication of careless and not recommended handling of the instrument, such as repetitive hammering and excessive torque when tightening the screw. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. Based on investigation, the root cause was attributed to an user related issue. The failure was probably caused by a combination of normal wear and not recommended handling of the device such as excessive torque applied when tightening the screw and repetitive hammering. It has to be taken into account that the device was manufactured in 2004, meaning it was used for approximately 20 years. As a reminder, the instructions for use states: before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
Nail holding screw did not loosen with normal force. Eventually, the device was removed, but damage of the nail holding screw and strike plate was observed. There patient had no impact and surgery completed successfully.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
Nail holding screw did not loosen with normal force. Eventually, the device was removed, but damage of the nail holding screw and strike plate was observed. There patient had no impact and surgery completed successfully.